Event description:
Event description cpi received informaiton that this sweet tip bipolar lead (4269) was removed from service due to high lead impedances (>1500 ohms), and increased pacing thresholds.